Manufacturer narrative:
Usage of device: additional information. Manufacturer¿s investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced acute subarachnoid hemorrhage (sah), as well as intraparenchymal hemorrhage. Anticoagulation was reversed with fresh frozen plasma (ffp). Family did not wish to pursue advanced medical treatment. Patient was made dnr and hospice took over patient management. Lvad was turned off and the patient expired. No autopsy was performed. No further information was provided.